Event description:
The customer has reported via the (B)(6), that a patient required a revision of an allegedly broken exeter stem that was originally implanted on (B)(6) 1999. Revision surgery was completed on (B)(6) 2012. The customer reported that the patient presented with significant pain in hip.

Manufacturer narrative:
Lot # should read, "gw2933978af01." An event regarding crack/fracture involving an exeter stem was reported. The event was not confirmed. Method & results: device evaluation and results: not performed, no device returned by the customer. Medical records received and evaluation: insufficient medical records were received for review with a clinical consultant. Review of the device history records indicate devices were manufactured and accepted into final stock. Concession, to clarify specifications of the drawing, was referenced in the DHR. This concession had no effect on the fit, form or function of the device. Complaint history review: there have been no other events reported for the reported manufacturing lot conclusions: the exact cause of this event could not be determined, insufficient information was provided. Further information such as device return, x-rays, operative reports as well as patient history and follow-up notes are needed to complete the investigation for determining root cause. No further investigation for this event is possible at this time.

Event description:
The customer has reported via the mhra, that a patient required a revision of an allegedly broken exeter stem that was originally implanted on (B)(6) 1999. Revision surgery was completed on (B)(6) 2012. The customer reported that the patient presented with significant pain in hip.

Manufacturer narrative:
Additional information has been requested and if received, will be provided in the supplemental report upon completion of the investigation. Device not available.